Event description:
Clinical study it was reported that 648 days following a coronary artery drug eluting stenting treatment procedure, a target vessel re-vascularization (tvr) event occurred. The initial index procedure treated one lesion in the mid left anterior descending coronary artery (lad), denovo, 3.0mm in diameter, 85% stenosis, 22mm in length, moderate calcification and proximal tortuosity, no thrombus; no pre or post dilation was performed. The lesion was treated with a 3.5 x 24mm taxus express2 stent. Pt received aspirin, lipitor preprocedure, asprin and plavix during procedure, plavix aspirin, clopidigrel/ticlodine post procedure. 648 days following intial index procedure, the pt was hospitalized for in-stent tvr. Taxus exress2 stent was replaced with a j & j cordis cypher otw. Restenosis described as diffuse in-stent stenosis. Pt was discharged 4 days later. According to investigator, restenosis of taxus express2 stent is yes and relationship to taxus express2 stent is probable.